Manufacturer narrative:
The valve (b797243) was received loaded in the capsule of the dcs. The device was received with the capsule partially open. The handle, deployment knob, and tip-retrieval mechanism appeared intact. The proximal end of the capsule was observed to have separated. The separation site was jagged and uneven. Voids were observed along the proximal end of the capsule. Torque marks were observed along the shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was positioned in the aortic arch through a calcified right femoral artery using the inline sheath. During deployment, the delivery catheter system (dcs) capsule was reported to be broken and not opening. The system was withdrawn from the body and a new dcs and valve were used for implant. It was reported that there was difficulty crossing the femoral artery due to the calcification. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Capsule separation typically occurs due to excessive compressive forces applied during the valve loading process. This excessive compressive force is only experienced when the valve is loaded incorrectly. Analysis confirmed that the proximal end of the capsule had separated, and the separation site was jagged and uneven. Additionally, voids were observed along the proximal end of the capsule, and torque marks were observed along the shaft. The observed voids indicate delamination between the capsule outer polymer and the nitinol frame, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. Without review of procedural imaging or load checks, the quality of the valve load cannot be assessed, and the series of events leading to the capsule separation cannot be interrogated. Therefore, an assignable root cause leading to this event cannot be determined at this time. Section a5a updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Procedural cines submitted for review confirmed the loading of the valve was good and that a device was inserted into the body and removed. The films confirm that a second device was inserted and fully deployed. The films cannot confirm that there was difficulty crossing the femoral artery due to calcification. The series of events leading to the capsule separation was not included in the provided images. If information is provided in the future, a supplemental report will be issued.